Event description:
It is reported that a customer received a motor error alarm on their insulin pump while she was trying to bolus. The patient's blood glucose level was at 172 mg/dl. The customer stated that there were no significant events that could led to the motor error alarm. The customer was helped with trouble shooting. The customer was informed that there may be something wrong with the reservoir and that it needed to be sent back for analysis. A new reservoir was sent to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.